Event description:
The patient reports that the device turns on and reads "factory reset" then shuts back off after changing batteries. The patient had no adverse event or a reaction resulting from this problem.

Manufacturer narrative:
The power button appeared to be stuck, which resulted in the "factory reset" and dead batteries, which caused the device to constantly turn on, reset, and turn off.